Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 350 mg/dl. The customer was treated for high blood glucose with insulin pump to bolus. After the troublehsooting was done, customer was advised to refer back to his doctor. The customer doesn't want to perform a high pressure test. The customer feels that his pump is not the issue and may have possible scar tissue. The customer was advised that we will send 4 infusion sets.